Event description:
It was reported that the system 9600 has had intermittent lock up failures. No adverse patient involvement was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced control panel processor circuit board. The system was tested and found to be working as intended and placed back into service.